Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. The insulin pump was unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised force sensor system alarm due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer reported that there was insulin in the reservoir compartment. The customer's blood glucose was 64 mg/dl at the time of incident. The customer's blood glucose was 74 mg/dl at the time of call. The customer stated that they corrected the blood glucose with soda. The customer stated that they were stuck in priming process. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.